Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation identified a sample-specific discrepancy as the likely cause of the reported event. The assay has a specificity of less than 100%, which may result in occasional false reactive or indeterminate results. The device remains in operation at the customer site. It was recommended that confirmatory testing be performed for all initially reactive or borderline results, as outlined in the assay's method sheet. Medwatch field e1 initial reporter email address - the email address was provided as "(B)(6).

Event description:
The initial reporter alleged a reactive result for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on a cobas e411 rack analyzer. On (B)(6) 2024 at 09:46, the patient sample generated a reactive result of 1.02 cut-off index (coi). A subsequent test of the same sample on (B)(6) 2024 at 10:21 produced an indeterminate result of 0.959 coi. No confirmatory testing was performed for this patient. The results from another laboratory were reported as negative, but no details regarding the method or numeric results were provided.